Manufacturer narrative:
A manufacturing review could not be conducted as the investigation lot number is unknown. The device was not returned. One digital photo was provided. Based on this photo review, the investigation is confirmed for a detached filter limb. As no additional images were provided, the investigation is inconclusive for filter tilt and removal difficulties. Based upon the reported event, the filter was tilted before removal. As such, the user experienced difficulty removing the filter due to the tilt. However, based upon the available information, the definitive root cause for the filter tilt and filer limb detachment is unknown.

Event description:
It was reported that during a scheduled retrieval of a vena cava filter approximately one year post implantation, the filter was noted to be tilted. During the retrieval, a filter arm detached and traveled to the right pulmonary artery. The filter was successfully removed and the detached arm remains in the right lung. The patient was reported to be asymptomatic after the procedure.